Manufacturer narrative:
Based on the information available, the device was intentionally used outside the way it was designed and intended. The performance, safety, efficacy, longevity, and durability of rings and bioprosthetic valves have not been determined when the product is used outside the scope of its intended use and/or its studied population. A definitive root cause cannot be conclusively determined; however, patient factors, including the history of congenital heart disease and implant position of the valve likely caused or contributed.

Event description:
It was reported a patient with a 25mm 3300tfx aortic valve implanted in the pulmonary position for two (2) years, seven (7) months underwent valve-in-valve procedure due to severe pulmonary regurgitation and stenosis. Patient presented with iron deficiency anemia with suggestion of intravascular hemolysis. Tpvr was successfully performed with a 26mm 9755rsl valve without incident. A 24mm ptv true balloon was used to dilate the surgical valve. The patient was transported to the post anesthesia care unit in stable condition.

Event description:
It was reported a patient with a 25mm magna ease valve implanted in the pulmonary position for an unknown implant duration underwent valve-in-valve procedure due to stenosis and regurgitation. Tpvr was successfully performed with a 26mm 9755rsl transcatheter valve without incident and good hemodynamics.

Manufacturer narrative:
The device was not returned to edwards for evaluation as it remains implanted. Attempts to retrieve additional information is in process. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.